Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had ultrafiltration reading of 1216ml during the therapy initiated on 07 feb 2012 21:54:18 night drain cycle 2, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 2 drain was completed on (B)(4) 2012 at 02:12 and the user's actual drain volume during cycle 2 was 1746ml. The user had a partial fill of 532ml and the actual drain volume of 1746ml is 87% of the largest prescribed fill volume (lpfv) of 2000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:54:18. During night drain cycle two, the patient's ultrafiltration reading was 1216ml, indicating the home patient (hp) drained 1216ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.